Manufacturer narrative:
Investigation: six syringes 10ml control syringes were received and evaluated. Three were in fully sealed blister packs confirmed to be from batch #8094901 (p/n 309659). Two were in opened blister packs with one having the same batch and part number and one was from batch #8274645 (p/n 309659). One syringe was loose. It appears the ¿greasy¿ substance is silicone. It is observed in all samples the amount of silicone is normal and expected per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Root cause not defined since defects were not confirmed in samples received. No corrective actions recommended since product defect was not confirmed.

Event description:
It was reported that a syringe control 10ml ll had a greasy product on it that discolors the lidocaine.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a syringe control 10ml ll had a greasy product on it that discolors the lidocaine.